Manufacturer narrative:
Investigation outcome: the device generated an ¿exhalation obstructed¿ alarm during neonatal ventilation. Although a definitive root cause could not be identified based on the available information, the alarm is indicative of a potential restriction or impairment within the expiratory pathway, which may be associated with components such as the expiratory valve or components of the gas flow path. As a precautionary measure, the local service engineer replaced both the expiratory valve and check valve assemblies to mitigate any potential underlying mechanical or functional issues. The complainant subsequently requested closure of the complaint, and the case is considered resolved with the replacement of the expiratory valve and check valve assemblies.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "rt experiencing exhalation obstruction alarms in neonatal mode when they believe there should be none. Second occurance. Instructing staff to replace exhalation valve regardless of findings. " it was mentioned that patient was involved. But no health consequences or impact and no intervention necessary. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.